Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant. The annular dimensions of the native valve were perimeter 75.1mm, area 428.9mm2. The valve was implanted at a depth of 3mm and 3mm. After the procedure, the patient had no reflex in left side and stroke like symptom, while the patient was still on the procedure table. The physician confirmed stroke was present. A stent was placed in the middle cerebral artery (mca). The patient was not fully recovered but able to move. The patient required prolonged hospitalization.

Manufacturer narrative:
An event of stroke and movement disorder was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was result of stent placement in the middle cerebral artery. The patient required prolonged hospitalization. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.